Event description:
It was reported by service report that the bed had a damaged front shell and head right siderail. It is unknown if there was patient involvement no adverse consequences to report.

Manufacturer narrative:
Result: side rail.